Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged issue was verified, and a different issue was identified.

Event description:
It was reported that a malfunction alarm occurred. The customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 202 mg/dl.